Event description:
The device was returned due to pneumatic valve leak failure (valve 3). Upon return, the device started up with double red pump alarm. Log files indicate pneumatic valve leak failure (valve 4). Performed recharge test and unit passed. Performed hardware test and unit failed valve 3 and valve 4 due to leak error. Installed engineering test pneumatic assembly and performed recharge/hardware tests, unit passed. Removed and replaced valve 3 and valve 4 via pneumatic valve assembly. Performed recharge/hardware tests, unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Patient harm: unknown. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.